Event description:
The reporter contacted animas on (B)(6) 2014 alleging the patient¿s blood glucose (bg) levels was reportedly 12.3 mmol/l between 10:10 pm on (B)(6) 2014 and 5:24 am on (B)(6) 2014. This reported event does not meet animas¿ criteria of a reportable adverse event. The reporter alleged that pumps high bg limit and low bg limit alarms were not alarming properly. The reporter stated the continuous glucose monitoring was functioning properly. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged history/settings issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/21/2014 with the following findings: review of the black box data revealed a cgm warning ¿ high alert on (B)(6) 2014 at 07:14 am with another cgm warning ¿ high alert 90 minutes later at 09:44 am. The black box data further revealed a higher priority alert for ¿high bg treat high bg. Check site. Check ketones. Monitor bg¿ recorded on (B)(6) 2014 at 01:15 am. On product analysis, alerts for ¿level above high user limit¿ and ¿level below low user limit were simulated. The pump responded with the appropriate audible and visual alerts. The simulated alert entered the snooze mode after the correct setting of 90 minutes post confirmation was reached. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was exercised for 24 hours with no issues.